Manufacturer narrative:
The estimated implant date is (B)(6) 2020.

Event description:
During a remote follow-up, incorrect measurements were observed on the device due to the implant date not being entered correctly. Additionally, it was not possible to interrogate the device. No intervention has been performed. The patient was stable and will continue to be monitored.